Event description:
It was reported that during the first inflatable penile prosthesis (ipp) procedure, the patient experienced a crossover between the corporal bodies and for that reason the cylinders migrated and there were not even in the penis. A surgical procedure was performed, during which the existing cylinders and pump were removed, and the patient was re-dilated and measured. No further patient complications were reported.